Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for an unspecified duration. The patient experienced a significant site reaction that progressed to a systemic infection, requiring hospital admission at (B)(6) hospital. The infusion site was reported to have purulent drainage and extensive erythema. Treatment information and hospitalization dates were not provided. No impact on the patient¿s glucose levels was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.